Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges the patient suffers from pain, swelling and inflammation.update rec'd 8/7/2014- pfs and medical records received. Part/lot was provided. After review of the medical records the primary operative note showed the patient was actually implanted with a poly liner. All other implants are now being added to the complaint as they cannot be excluded as the cause of pain. There is no new additional information that would affect the existing MDR decision.the complaint was updated on: (B)(4) 2014.